Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with centerpiece having spinal therapy for c4-c5 corpectomy. It was reported that surgeon decided on sizing up centrepiece 13mm d size (31mm-46mm) correctly attached to the inserter. Surgeon trialed the cage but the cage was too big. Surgeon then proceeded to burr a bit more off the end plates and use of kerrison punches. Surgeon implanted the cage with the aid of a mallet during insertion. T handle inserted at the back of the inserter to expand the cage. Surgeon then expanded the implant and provisionally locking the implant in place using the locking ring from the inserter but turning the locking ring more than 1/2 a turn. According to the surgical techniques, the locking ring should be turned up to 1/2 turn. Surgeon then decided to unlock the locking ring and use the t handle to expand the cage a bit more. At this stage as the surgeon was turning the t handle an audible cracking noise was heard. The cage could no longer be expanded. Clinical rep suggested to take the implant out and inspect the implant. The implant/cage had small metal fragments inside, further inspection the metal had sheered off the expanding mechanism of the implant. Therefore the cage could not be ex panded. The cage was no longer implantable and cannot be used. The set screw was not completely unlock when surgeon decided to expand the second time, therefore putting pressure on the expansion using the t handle and sheering metal in the expansion mechanism of the cage. The locking ring on the inserter did not completely unlock the set screws. Implant was implanted and explanted on (B)(6) 2024. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.